Manufacturer narrative:
All buttons were functioning properly on the insulin pump. However, corroded keypad traces were found on the pump. There was no button error alarm during testing. There was no moisture damage on the electronic stack, motor, battery tube, and vibrator assembly. The pump was received with a cracked reservoir tube lip, a minor scratched display window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 330 mg/dl at the time of the incident. Customer stated that none of the buttons were working. Customer mentioned that she has had a lot of rain and she was in a drizzle at the zoo on friday. Customer stated that she has not been using the sensor and has not used it in more than 3 months. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.